Manufacturer narrative:
Correction- h6 - changed medical device problem code from signal artifact/noise to over-sensing.

Event description:
It was reported that the patient presented to the hospital remotely for a follow-up on (B)(6) 2021. During examination, it was noted that there was noise on the right ventricular (rv) lead. It was suspected that there was lead fracture on the rv lead. The physician capped and replaced the rv lead on (B)(6) 2021. The patient was in stable condition.